Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the edwards sales representative, he was informed that after the sapien valve was implanted, the patient arrested. The patient expired before a 2nd valve could be implanted. The delivery system with 23mm sapien valve was introduced and deployed within the native aortic annulus. The patient's pressure was not recovering post valve deployment. The physicians requested a second valve to be opened and prepped. CPR was started, and the patient was placed on a cardiac assist device and then bypass. Patient was taken of bypass. Physician called time of death, all efforts ceased. The second valve prepped was not used. A voluntary medwatch was received that was submitted by the hospital. Per report, (B)(6) female had a medical history of severe aortic stenosis and insufficiency deemed inoperable who was taken to cardiac cath lab for transcatheter aortic valve implantation via direct aortic access. It is the physician's opinion that a nodule of calcium was present under the annulus and when the valve was deployed, it pushed the calcium nodule thru the wall of the ventricle and caused myocardial rupture.

Manufacturer narrative:
Fluoro and tee images of the procedure were requested by the edwards representative, but were not available. Without imaging, patient factors (annular diameter, valve calcification and stj calcification), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be confirmed/assessed. Per the sapien valve instructions for use (IFU), cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is among the potential adverse events associated with overall procedure including potential access complications associated with standard cardiac catheterization for the transfemoral access procedure, and balloon valvuloplasty. One of the warnings included is that incorrect sizing of the bioprosthesis may lead to annular rupture. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per the thv physician training curriculum, in the cases were the patient has porcelain aorta, a narrow sinotubular junction, or when there is severe annulus calcification, the physician needs to pay special attention to the difference in diameter between the sapien valve and the annulus dimension by tee, as it may result in annular rupture when large. The device history records (DHR) review of the valve shows that the device met specifications prior to its distribution. In this case the safety and effectiveness of the edwards' sapien transcatheter heart valve via transaortic/direct aortic access delivery has not been established, is/are not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. The root cause of the patient's aortic annulus rupture is unknown and there is not enough information to determine what factors could have cause or contributed to the reported event. However, per the reporting physician, it is possible that a nodule of calcium was present under the annulus that on valve deployment it pushed the calcium nodule through the wall of the ventricle and caused the rupture. There was no report of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are possible at this time.